Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had require maintenance error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: h8. A getinge field service engineer (fse) discussed the issue with the customer and the error logs were collected. Despite clearing the logs and calibrating the touch screen but the problem was persisted. A site visit was conducted to perform all necessary calibrations, including regulator and helium calibrations, which successfully cleared the maintenance message. The device was then run on a 7-hour balloon function test. After the test, the logs were extracted and sent to the bu team for further analysis. The error logs did not indicate any video generator or processor board issues, suggesting that the problem may have been related to a vacuum issue. Performing the regulator calibrations cleared the maintenance message, and the issue appears to have been resolved, particularly since it has not reoccurred during the past six days of testing. As the issue could not be recreated, it should now be safe to return the machine to regular use.

Event description:
N/a.